Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the lead was returned in three pieces. The insulation was abraded at 15.3cm to 16.0cm and 17.6cm to 18.1cm from the distal tip, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.